Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a thorough device evaluation was performed. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and was returned for routine analysis. Initial device evaluation identified a potential issue with a shortened time frame between elective replacement indicator (eri) and end of life (eol). Additional testing is being conducted.